Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy, bumpy rash under 2 of the electrodes. The patient was given a prescription for an anti-itch cream from his doctor. The patient's irritation improved.